Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was 16.5 mmol/l at the time of the call. Customer reports that insulin pump did not beep during tone test. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. The insulin pump was tested with no audio/beep anomaly noted.